Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the header and lead barrels noted no irregularities. All of the seal plugs were intact and seal ring marks indicated that the leads had been fully inserted into the lead barrels. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. A review of the shock lead impedance measurements in memory for the past year identified an impedance range of 46 ohhms to 61 ohms. A manual shock test was performed and the measured impedances were within normal limits. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2018. The chronic device was electively explanted due to therapy upgrade. The device was received at boston scientific's return product department.